Event description:
Caller reported that pt's device failed to provide an occlusion alarm. Her son had been experiencing high blood glucose levels since last night (9/2005). Caller stated that pt's device uses the animas comfort set and have changed his site several times since last night. Caller stated that her husband tried a 25 unit prime, and no insulin dripped from the tubing. Caller stated that even though the insulin did not drip from the end of the tubing she did see the insulin move from the adapter to the luer lock. Caller switched pt to back-up device to bring his blood glucose level down.